Event description:
It was reported patient underwent a revision of competitor product on (B)(6) 2013. During the procedure, it was noted the packaging of the product was mislabeled as a left implant. The inside of the implant was also labeled as a left implant. The patient was scheduled for a right side revision. The implant was a right implant and the surgeon was able to complete the procedure with the implant.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 3 states, "early or late postoperative infection and/or allergic reaction."

Event description:
It was reported patient underwent a revision of competitor product on (B)(6) 2013. During the procedure, it was noted the packaging of the product was mislabeled as a left implant. The inside of the implant was also labeled as a left implant. The patient was scheduled for a right side revision. The implant was a right implant and the surgeon was able to complete the procedure with the implant. Additional information received states patient was revised on an unknown date due to infection and osteomyelitis. The triflange was removed and no implant was placed back in.

Manufacturer narrative:
This complaint has been confirmed. No other units are affected as this is a custom device and the only item to this lot. This was an isolated event.